Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that they have no programmer for their ins (because their landlord had thrown the programmer and all the parts that went with it away) and that the ins was pulsating and shocking them where the wire was. The patient stated they thought it was something to do with their nerve, that it was really hurting them and that their leg, arm and toes on the right side where the ins is, are numb. The patient stated they had no traumas or falls that led to the issue but that it had been going on and gradually been getting worse since 2022 sometime. The patient stated now it was really bad. The patient could not recall the emergency doctor's name who they were seeing as they were not currently in their home state but stated a CT scan was done and they couldn't determine the issue so they thought the issue was with the ins and they wanted to turn the ins off before it could cause the patient nerve damage but the patient doesn't have a programmer. Patient services reviewed the lost/stolen process with the patient, advised they would send an email to the field to alert them of the situation and attempted to transfer the patient to get new progr ammer. However after holding for awhile, the patient dropped off the call. Patient services sent an email to programmer replacement to alert them of the situation.